Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this right ventricular (rv) lead exhibited loss of capture at the maximum output. A revision procedure was performed where a new rv lead was placed and the pace/sense portion of the lead was surgically abandoned. No additional adverse patient effects were reported.